Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's revision occurred on (B)(6). No further information was reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the 0-7 electrode lead was replaced. The migration and lack of relief had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not getting much effect from the therapy. The patient had an x-ray which revealed the leads moved inferior approximately one vertebral body, but it is unknown when this happened. No further complications were reported.